Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that there was an allegation against this device. The specific details of the event were not provided, but additional information was requested. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that there was an allegation against this device. The specific details of the event were not provided, but additional information was requested. No adverse patient effects were reported. Additional information was received. The patient indicated that their device was beeping. Ts reviewed data from the device and noticed that no events had been stored. Further analysis confirmed normal device operation. The device remains in service and no adverse patient effects were reported.